Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with lot f1709303, was performed and it was found that the lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) failed to achieve hemostasis, oozing.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, a 5f mynxgrip vascular closure device (vcd) failed to achieve hemostasis, oozing. Multiple attempts to obtain additional information were made without success. A non-sterile 5f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The distal end of the shuttle cartridge was abutting the balloon. No anomalies were observed on the returned device. The balloon of the received device was inflated with water and pressure was maintained per mynxgrip instructions for use (IFU). The sealant and the balloon had no evidence of exposure to blood and the sealant sleeve remained in its manufactured position which likely indicates device was never inserted into a procedural sheath (sealant was not deployed). A device history record (DHR) review of lot f1709303 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿failure to achieve hemostasis¿ and the subsequent ¿bleeding¿ was not confirmed through analysis of the returned device since the sealant was still in the device, and it showed no sign of exposure to blood. The condition of the returned device does not match the description of the incident, and the root cause of the issue experienced could not be conclusively determined. Based on the limited information available for review and the product analysis, handling factors may have contributed sealant not being deployed in the patient, and the failure to achieve hemostasis reported. According to the instructions for use, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ additionally, the IFU also states ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved.¿ neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.